Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no malfunction of the system. Anatomy of patient and quality of fluoroscopic images are input into the software when attempting to merge with a preoperative CT scan. The software uses this to determine the best registration of the 2d images in the 3d volume space of the patient at the time of surgery. The software allowed the user to perform a landmark and visual merge check and the user correctly identified that the trajectories were not aligned and did not proceed with the system. The device worked as intended. The cause of the reported issue was traced to user technique.

Event description:
Case was l4-l5 single position lateral with the patient right side down utilizing the preop workflow with the excelsius gps. The procedure was being done by dr. Lansford at trident medical center. We began with insertion of the low profile quarto spike. Dr. Lansford wanted to utilize the same incision for his lateral so he chose to place in the iliac crest. We then proceeded to take images and it seemed clear that the drb was covering l5 in the lateral (covering specifically the pedicle and lower half of the body. We attempted to merge however it was unsuccessful at both l4 and l5. We retook lateral images as the ap images/merges seemed decent. We were able to go get a new lateral of l4 and a lateral of l5 that did not have the drb covering it as much. We then proceeded to merge and the quality of the merge improved drastically and we proceeded to navigation. We started with l5 right with the pilot drill, which was slightly cranial on the navigation. We then put in a screw about a1/3 the way in and it too was high in the pedicle based on navigation. We brought in c-arm to confirm and the beginning of the screw was actually low in the pedicle. We then tried l5 of the left and inserted the drill in the ee until it touched bone. It showed accurate on the navigation but flouro confirmed it was low. We then proceeded to try l4 and flouro confirmed it was low. The case was aborted. It was determined that the navigation was off by up to 10 mm. No screws were put in utilizing this.